Event description:
Patient was to have leep(loop electrosurgical excision procedure) procedure and when leep machine was turned on, it was not properly functioning and only worked if cord for foot pedal was positioned in a specific way. During the beginning before foot pedal was even used patient reported feeling pain with provider stating that the device was already hot before touching her or turning it on. Patient declined to proceed with the leep due to the pain and provider later informed rn that the device did arc to patient without using foot pedal. Patient was given ibuprofen for pain afterwards and vitals obtained were stable and she was able to leave in stable condition.